Manufacturer narrative:
As reported, a 5mm x 20cm 155 saber rapid exchange (rx) percutaneous transluminal angiography (pta) balloon catheter was used but it ruptured. It was then replaced with a non-cordis balloon catheter to complete the procedure. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted to device prior to inserting product into the patient. The device was prepped normally and was able to hold and maintain the negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The intended target was the left superficial femoral artery (sfa) with a stenosis. The lesion was reported to have little calcification and the vessel had little tortuosity. The device was not used for a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel. The device crossed the lesion without difficulty. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from patient. The same indeflator was used for both devices. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82193119 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of stenosis with calcification and tortuosity may have contributed to the reported event. A stenosed/calcified lesion may cause damage to the balloon material when attempting to cross the lesion. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5mm x 20cm 155 saber rapid exchange (rx) percutaneous transluminal angiography (pta) balloon catheter was used but it ruptured. It was then replaced with a non-cordis balloon catheter to complete the procedure. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks, or any other damages noted to device prior to inserting product into the patient. The device was prepped normally and was able to hold and maintain the negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. No resistance/friction while inserting the balloon through the guide catheter. The intended target was the left superficial femoral artery (sfa) with a stenosis. The lesion was reported to have little calcification and the vessel had little tortuosity. The device was not used for a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel. The device crossed the lesion without difficulty. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from patient. The same indeflator was used for both devices. The device will not be returned for evaluation due to infectious disease.